Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer lost communication with the programmer during use. It was further reported that the case was able to be successfully completed by testing through the implantable device. It was further noted that caller took the analyzer and inserted into another programmer, and the analyzer was functioning as expected . The analyzer is not expected to be returned for service. No patient complications have been reported as a result of this event.